Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suggested intraocular lens (iol) power calculations were incorrect during a cataract procedure. A big shift in the diopter power was noted. The physician chose to use his own measurements the surgeon did not implant the suggested iol. Additional information has been requested.

Manufacturer narrative:
Through investigation into surgical data, it was found that the system provided an incorrect recommendation during surgery. It was determined that the database of optimized lens coefficients on a limited number of carts had values in an incorrect order, which resulted in incorrect intraoperative lens power calculations. A single lens type was affected on each cart. This system was confirmed to be impacted by this issue. The root cause is attributed to a software coding error that led to the lens coefficients being downloaded in an incorrect order during one of the lens optimization updates. The manufacturer internal reference number is: (B)(4).